Event description:
It was reported that the motor drive unit was overheating and making a clicking sound. No patient injury reported.

Manufacturer narrative:
Investigator confirmed the complaint via functional testing and the root cause has been determined to be corrosion of the gearbox assembly. Functional testing confirmed that motor stall error and overheating. A visual inspection on the product found no issue. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.